Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va15g99, implanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_ext, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient was implanted with the trial on (B)(6) 2016. The patient was discharged two days later and was taking antibiotics. During the trial, the patient developed an infection at the connection between the percutaneous extension and tined lead. The patient's procedure to implant the implantable neurostimulator (ins) occurred on (B)(6) 2016. The surgical site was checked by the physician and there was reddening of the skin at the connection of the extension and lead/expected ins implant site. The physician touched the site by hand and reportedly felt a "slight fever." Although there was a sign of infection, the physician performed the ins implant procedure. Stronger antibiotics were administered after the procedure. The physician assessed the severity of the event as not severe and the patient's underlying disease was fecal incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.